Manufacturer narrative:
This report is being submitted to correct the type of reportable event (h1) in section h, device manufacturers only. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that during a prophylactic explant of this pacemaker device, a 9.3 pause in pacing was observed when the device was interrogated. The pacemaker was successfully explanted and replaced with a new device. No additional adverse patient effects were reported. The device is expected to return for analysis.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that during a prophylactic explant of this pacemaker device, a 9.3 pause in pacing was observed when the device was interrogated. The pacemaker was successfully explanted and replaced with a new device. No additional adverse patient effects were reported. The device is expected to return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population. A risk review was completed and confirmed that the event of brady pacing not delivered when required was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. This report is being submitted to correct the type of reportable event (h1) in section h, device manufacturers only. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that during a prophylactic explant of this pacemaker device, a 9.3 pause in pacing was observed when the device was interrogated. The pacemaker was successfully explanted and replaced with a new device. No additional adverse patient effects were reported. The device is expected to return for analysis. Subsequent additional information was received indicating the physician determined cardiac arrest because there was no pacing occurring during interrogation and no intrinsic beats were detected. No additional adverse patient effects were reported.

Event description:
It was reported that during a prophylactic explant of this pacemaker device, a 9.3 pause in pacing was observed when the device was interrogated. The pacemaker was successfully explanted and replaced with a new device. No additional adverse patient effects were reported. The device is expected to return for analysis. Subsequent additional information was received indicating the physician determined cardiac arrest because there was no pacing occurring during interrogation and no intrinsic beats were detected. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct the type of reportable event (h1) in section h, device manufacturers only this product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.